Manufacturer narrative:
Concomitant prods and therapy dates: brineura (cerliponase alfa) solution for infusion; dose 300mg, qow, icv; therapy date: unknown date. Please see report number 2021898-2018-00200 for patient's previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, the patient was implanted with another ommaya reservoir. Since then, the patient continued his treatment with brineura (300 mg, qow, icv) for the indication of neuronal ceroid lipofuscinosis. On (B)(6) 2018, the patient had an asymptomatic positive culture for propionibacterium (p) acnes. As a result, the patient was not treated, device was not removed, and the patient's brineura dosing or frequency was not adjusted. Since then, the patient's subsequent csf cultures had been negative. The outcome of the event was reported as recovering/resolving. The event was assessed as related to the patient's ommaya reservoir device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome of the event was updated to recovered/resolved on an unreported date. Concomitant medication included levetiracetam, pyridoxine and gemfibrozil. The patient's concurrent conditions included epilepsy.